Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron: (B)(4). In the facility voluntary event medwatch mw5083579, the following was provided: event report type: serious injury. Event outcome: required intervention. Adverse event: y. The facility, in reply to our inquiry stated that the above information was an error and incorrect. They stated that the correct was that the "technical error in expiratory cassette" occurred during the pre-use check before the ventilator was connected to the patient and that there was no patient harm. The biomed replaced the expiratory cassette and ran pre-use tests with no further issue and released the ventilator back into use with no further issue since. The expiratory cassette has not been investigated but it is used to measure the parameters of the expiratory gases from the patient. The expired gases from the patient are connected to the expiratory cassette's inlet. Its malfunctioning does therefore not affect the set therapy values that are delivered to the patient but only the measured expiratory values which may be inadvertently incorrect. The cause of the experienced technical error in the expiratory cassette has not been determined.

Event description:
A medwatch report#: mw5083579 was received stating that: "patient vent alarming with a message error displaying on screen reading "technical error in expiratory cassette". (B)(4).